Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement or displacement test. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was alarming and had a blank display. They had disconnected from it to take a shower. The device was not bumped or dropped. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They removed the battery but the device kept alarming. They pressed the arrow button for 10 seconds and the device turned off. The customer then placed a new battery and the device started alarming again. The battery compartment and battery cap were not damaged. The device will be replaced and returned for analysis.